Event description:
It was reported that during the implant procedure, the physician had difficulty passing the rv (right ventricular) lead through the hemostasis valve, there was significant variability of r-wave values, and the lead became dislodged after initial placement. The lead was successfully repositioned and remains in use. The physician commented that he wondered if the helix may have been slightly extended on the lead when it was initially placed, as that might explain the issues noted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.